Event description:
Device has been explanted.

Event description:
Patient reports a right side seroma and being tested for bia-alcl, nervous about textured implants. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports a right side seroma and being tested for bia-alcl. The device remains implanted.

Event description:
Patient reports a right side seroma and being tested for bia-alcl. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., h.6.

Event description:
Patient reports a right side seroma and being tested for bia-alcl. The device remains implanted.